Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the interface was down, and devices were not receiving any orders. A field service engineer (fse) inspected the machine and found an obstruction between the drawer and latch. Fse removed obstruction issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 8 had failed and requires maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.